Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was observed as displaced and floating within the right ventricle. The rv lead was repositioned to resolve the event and the patient was in stable condition.